Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and chest pain was felt. A correction bolus was delivered to address bg. Customer did not know cause of event. Tandem technical support reviewed pump data and found no alerts or alarms that would have suspended insulin and basal insulin had not been suspended by basal iq. No device issues were identified. Customer acknowledged the pump was functioning as intended. Customer required no further assistance.